Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a keypad issue. It was reported there was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted keypad replaced due to unresponsive buttons. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for (B)(6) was performed from the date of manufacture 05/01/2019 to the present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for unresponsive keys.

Event description:
The customer reported the device had a keypad issue. It was reported there was no patient involvement.